Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11g21065 and h11f21042 and no exceptions were observed that were related to the reported condition. The problem was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of the patient did not wear a mask and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date the patient did not wear a mask, which resulted in peritonitis on (B)(6) 2011. On (B)(6) 2011, the patient was hospitalized due to the peritonitis. Treatment for the event was not reported. On (B)(6) 2011, the patient was discharged from the hospital. The outcome of the event of the patient did not wear a mask was not reported. At the time of this report, the patient was recovering from the peritonitis. Therapy with dianeal was ongoing. The consumer did not provide an opinion for causality.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.